Event description:
It was reported that during a breast biopsy procedure, the tip of the instrument sheared off and was left behind in the pt's breast. The pt was notified and no action was taken to date.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.